Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade "iii/IV."

Event description:
Healthcare professional reported right side capsular contracture, baker grade "iii/IV." Device remains implanted.

Event description:
Device has been explanted.

Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to (B)(4) has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified creases fold and deformation. Weight measurement of the device identified device weight was within specification. Micro analysis was performed and identified wear abrasion. Based on the device analysis the final assessment was no issues found related with the manufacturing process. Additional, changed, and/or corrected data: b.5., b.6., d.7., d.10., h.3., h.6.